Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt had an ((B)(6)) infection. The pt had a PICC (peripherally inserted central catheter) with a biopatch dressing. The reporter stated that her investigation determined that the event was not related to the product, but rather the pt's pre-existing conditions, or the surgeon's technique of suturing the PICC to the skin which prevents the biopatch making good contact with the skin. Integra has requested additional clinical info.